Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. A file review was performed and it was discovered a correction of date the reported needed to be completed and reported. Date of this report: from: (B)(6) 2012 to (B)(6) 2012.

Manufacturer narrative:
Device used as treatment. This is one of approximately 79 cases reported where the pain was reported in some manner. More than half of these were simply reported as pain with no further explanation. The 79 reports that report some form of pain represents less than 0.5% of prodisc c implantations in the us to date. Removing the diseased disc is supposed to remove the source of the patient's pain. Since the patient may have continued to experience pain after the original prodisc-c implantation, the surgeon may have failed to remove one or more of these pain generators. Subsequently, the reality that the surgeon removed the prodisc-c implant indicates the original discectomy and decompression may not have been thorough enough to remove the pain coming from that disc level. The prodisc-c technique guide specifically states, performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery. The source of the patient's continued pain remains unclear in this case. The design risk assessment is adequate for the intended use.

Event description:
Patient who experienced pain for greater than one year was enrolled in a clinical study and was implanted with a pro disc-c implant at level c5-6 on (B)(6) 2005. Patient received an "over-the door" traction unit and was instructed to follow up with surgeon if any increased neck pain was experienced. Patient returned to surgeon for follow up visit on (B)(6) 2012 experiencing intermittent neck pain. Patient was examined with surgeon instructing patient to utilize the door traction unit to see if symptoms resolve and with a follow up if patient's symptoms increase. The pdc implant was not removed.

Manufacturer narrative:
Device was not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.